Event description:
On 28 may 2008, baxa was notified of an incident that resulted in a patient who required infusion of saline and insulin to assist in bringing down elevated sugar level. The customer reported that the patient was infused with a pre-tpn bag that was ordered and compounded on the em600 compounder. The customer reported that the physician's order requested 280 mls of sterile water and 65 mls of dextrose 70% (d70%). Customer reported that when the technician entered the patient order into the em600 compounder, the technician ordered 65 mls of sterile water and 280 mls of d70% ('reversed' the volume for the ingredients). The order was accepted and compounded and infused into a patient who during infusion experienced elevated sugar levels. The infusion was discontinued and the pharmacy was notified. Patient status as of three days prior: patient is stable. No additional medical intervention was required.

Manufacturer narrative:
The reporting customer's assistant director of pharmacy (adop) was contacted for further information regarding the reported event and the adop reported that the technician entering the order using direct entry mode (allows the user to directly enter the order into the em600 compounder) inadvertently transposed the requested volume of sterile water from 280 mls to 65 mls and d70% from 65 mls to 280 mls. This error created a pre-tpn bag with a greater-than-desired volume of dextrose. Customer reported that other pharmacist verification check inadvertently missed the discrepancy and that the compounder operated as intended. Upon request by baxa for the associated documentation that is produced when a bag is compounded on the em600, the customer refused based upon advise from their risk management. Customer did report that he reviewed the em600 black box files (the em600 blackbox data is an ongoing dialogue of system recorded barcode reads, system logins, and other significant operational events stored in a log file format on the em600 system) and it showed that the incorrect volume of sterile water and dextrose 70% were requested and concluded that the em600 compounder performed as designed and delivered the requested volume of ingredients. This event was caused by the user inadvertently transposing the requested volume of sterile water and dextrose 70%. Pharmacist verification of the mixcheck report failed to identify the incorrect amount of dextrose that was present within the pre-tpn bag. Customer currently has a revisit scheduled by a baxa field operation associate to review compounding operating practice to assist in mitigating this type of issue in the future.